Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.system 98 upgraded to cs300.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an malfunction with respect to helium tank. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, e3, e1(event site telephone), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions). Corrected fields: b6, b7, d10, h6(health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to replicate the error. As a precaution , the fse replaced the helium filter and checked the helium tank calibration. The unit passed all performance and safety tests per factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1(initial reporter name and email).